Event description:
Sales rep arrived into the case 15 minutes after it started. Fluid monitor was already registering 600 cc's. Rep was not sure if they zeroed out the scale, so he went ahead and did so. Dr began to resect with the reciprocator when he hit 2800. The nurse asked him to stop, but he continued up to 3000. He then stopped. Irrigation was still running but left it on pause. They did a manual check and it was at 2800. Dr tried to remove the uterine fibroid with forceps. They went through 4, 3000 bags of saline. When they were done, 7700 was remaining in the can and 4300 was unaccounted for. Patient lost 1,000 cc's of blood and was in the ICU for two nights. Patient is now fine. They have been using the system since (B)(4) 2010.

Manufacturer narrative:
(B)(4).